Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed: while the valve was crimped, one (1) strut bent approximately 180 degrees at inflow side and multiple bent struts at outflow side. Post expanded valve, one (1) strut remained bent at inflow side, valve frame was canted/distorted, multiple struts exposed through skirt; it indicated excessive device manipulation and leaflets wrinkled and dehydrated due to storage condition (prolong crimping) during the return handling process. Imagery was provided from the site and revealed the following: patient's access vessels had present of calcification, and tortuosity. During manufacturing, the device undergoes multiple inspections. In addition, the work order underwent functional product verification testing as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on returned device. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''the sapien3 ultra 26 mm could not be pushed through the 14f esheath. It was not even possible to push the delivery system that far into the esheath. Even at the beginning of the expandable part, it was not possible to push the delivery system'' per training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification'', ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system'', and ''do not over-manipulate the sheath at any time''. Per 3mensio imagery, the patient's access vessels had presence of calcification and tortuosity. The presence of calcification and tortuosity can create challenging pathway during delivery system advancement, leading to high resistance and push force. So, if excessive force was applied to overcome the resistance, it could lead to the valve struts interacting the sheath shaft, and resulted in bent strut at the inflow. Further excessive device manipulation to retrieve the delivery system (with crimped valve) from the sheath, it could lead addition bent struts at outflow side. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) and a corrective action preventative action (CAPA) were previously initiated to capture the investigation of these type of events and drive any potential corrective/preventative actions.

Event description:
As reported, it was a case of an implant of 26mm edwards sapien 3ultra transcatheter heart valve, in aortic position by transfemoral approach. The sapien3 ultra 26 mm could not be pushed through the 14f esheath. It was not even possible to push the delivery system that far into the esheath. The devices were removed. A new kit was used, the procedure was performed successfully. The patient did not suffer any injuries. The patient was successfully treated. During preliminary decontamination evaluation, frame damage was noted.

Manufacturer narrative:
The investigation is ongoing.